Manufacturer narrative:
This device will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that at follow-up this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing impedances that fluctuated from 350 ohms to 1250 ohms. The pacing impedance is now stable at 1200 ohms. The other measurements were stable and within normal range. There were some episodes of noise recorded on the right ventricular (rv) lead, however, this lead is a competitor's product. The physician elected to not make any changes to the device system. Subsequently, additional information was received that a revision was performed. During a recent follow-up the physician noticed the rv lead impedance increased to about 2000 ohms, the threshold was reported to be 6 volts, and there was observation of noise on the rv channel. The physician elected to reprogram the device with a right output equal to 7.5 volts in biventricular stimulation. Previously the stimulation was left ventricular only. Recently more additional information was received that this device was explanted and replaced, and a new is-4 lead was implanted. It was also noted that the pace impedance reached over 2000 ohms, and there were no allegations towards the device. This patient is not pacemaker dependent, and there were no adverse patient effects reported.